Event description:
During sad procedure the ceramic portion of a vapr se electrode broke off into the patient. Although the surgeon is reporting that there is no harm to the patient, however, they do not know if the broken fragment remains in the patient.